Manufacturer narrative:
Concomitant medical products: 6996sq58, lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient received inappropriate shocks due to issues with detection, and the atrial lead exhibited both over- and undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.